Event description:
It was reported that the customer received an occlusion alarm. A system check was not performed to determine the source of the occlusion. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.